Event description:
We have had 8 units at our facility fail at the connection where the hose(s) attach to the unit. When this connector pulls apart there are wires that are exposed and damaged. We are aware of at least two other facilities that are experiencing the same problem.